Event description:
A pt reported blood glucose results of "111, 116, 146, 333, 135 and 124 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution have been replaced.